Manufacturer narrative:
The customer¿s report that the spike broke was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection as received observed no drip chamber spike breaks. Functional testing of priming and infusion testing did found no anomalies with the received set. The root cause of the customer¿s report could not be identified because no spike breaks were observed with the received set.

Event description:
It was reported from med/surgery that the spikes are breaking upon inserting in the 0.9nacl bags. It was further confirmed during follow up patient care was not delayed however; although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Patient information requested but not provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported from med/surgery that the spikes are breaking upon inserting in the 0.9nacl bags. There was no delay in care.